Manufacturer narrative:
Conclusion: emboli are a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This information was collected during the review of data from the penumbra pics post-market trial.

Event description:
"Following restoration of flow of the m1 segment with the penumbra device, a large embolus was noted in the posterior branch of the right middle cerebral artery. The penumbra catheter was then advanced to the segment and a large dark fragment of the thrombus was removed. Eptifibatide was administered intravenously. At the completion of the study there remained small amounts of thrombus in the posterior parietal branch and mid frontal branch of the right middle cerebral artery. The patient regained most function following the procedure with the exception of some mild facial palsy and left arm clumsiness. A head CT performed the following day showed a small area of decreased attenuation in the right basal ganglia consistent with acute infarction. The patient's left sided weakness resolved on (B)(6) 2010. Minor facial asymmetry continued, this was noted to be resolved on (B)(6) 2010." Additional information from the hospital revealed that the trial coordinator considered the event related to the device because the penumbra system removed proximal clot and may have thrown small clots distally. This event was reported as serious, resolved, and definitely related to the penumbra system and angiographic procedure. This MDR is associated with MDR 3005168196-2010-00589.